Event description:
A report was received stating the vtun camino flex tunneled ventricular catheter was giving inaccurate intracranial pressure (icp) readings and the waveform was off. This was verified with a fft (fast fourier transform) and CT (computed tomography). The device was in contact with the patient. There was no patient injury or death alleged. Additional information was requested.

Manufacturer narrative:
Integra completed its internal investigation 11/07/2016. The investigation included: method: review of complaint management database for similar complaints. Results: no device was returned for investigation after several documented attempts. Neither lot number nor serial number was obtained, or additional information was obtained. The complaint is unverifiable. Review of integra complaint tracking database since 2013 indicates a complaint occurrence rate of (B)(4). Conclusion: without actual device to investigate, the exact root cause of the reported event could not be determined.